Event description:
It was reported the non-invasive blood pressure (nibp) measurements were inconsistent. The customer indicated nibp was inconsistent, with specifically high diastolic blood pressures noted. The patient was misdiagnosed with hypertension, which required nurses to perform multiple nibp measurements to confirm the diagnosis prior to administration of medication for treatment. The device was not in use monitoring a patient at the time of the event. An adverse event involving a patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6) reporting phone # (B)(6) reporting address postal (B)(6).

Event description:
It was reported the non-invasive blood pressure (nibp) measurements were inconsistent. The customer indicated nibp was inconsistent, with specifically high diastolic blood pressures noted. The patient was misdiagnosed with hypertension, which required nurses to perform multiple nibp measurements to confirm the diagnosis prior to administration of medication for treatment. At this time, there does not appear to be any incorrect or unnecessary administration of medications and no harm to the patient. The nurses have continued to perform spot check measurements with other monitors prior to treating patients. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
A philips field support specialist (fss) went onsite to evaluate the device in question. The investigation into the reported symptoms determined that the hospitals was using devices with non-invasive blood pressure (nibp) measurements configured in the ¿accelerated¿ mode, rather than the usual ¿standard¿ mode. ¿accelerated¿ mode reads the patient¿s bp over one pulse, rather than multiple pulses (as in ¿standard mode¿) and is typically reserved for patients who are completely motionless (ex: under sedation). Since only one data point is being used, artifacts created by patient movement are not filtered out and can result in inaccurate readings. After turning this feature off some wrong measurements were reported but were described as normal for nibp indirect measuring of the blood pressure. The philips field support specialist (fss) provided the customer additional clinical training and support on this issue.